Event description:
Oral enfit medication syringe leaked from sealed side (plunger side) after filling with oral medication. Doses filled in pharmacy correctly, but by the time they found their way to the pt care unit, bedside nurse noticed volume was below indication and that there was fluid beyond the rubber seal of the plunger. Wanted to report to see if MFR has a defective lot or batch vs. Isolated syringes. FDA safety report ID# (B)(4).